Event description:
It was reported that during an unrelated procedure, loss of capture, loss of sensing and low pacing impedance were noted on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was in stable condition and will continue to be monitored.